Manufacturer narrative:
Section b5: correction: this additional information was misplaced in the MFR# 2916596-2019-04055 (in h10 instead of b5). Section h6: additional information.

Event description:
Additional information: it was reported that patient developed hematuria and epistaxis; however none was noted upon arrival to emergency. Inr was low. Heparin was not started due to stroke converting to bleeding. No thrombus was noted in pump. Patient was at home, stable and no further issues were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had a stroke with a successful thrombectomy. A head computerized tomography (CT) showed the possibility of a hemorrhage. The patient reported feeling symptoms around noon the previous day. The computerized tomography showed a small evolving right middle cerebral artery distribution infarction and a small area of acute intraparenchymal hemorrhage in the region of the posterior right insula and has no change in size or appearance since examination. The patient has remained hospitalized and the symptoms have resolved. They are being monitored. The patient had an acute ischemic stroke and a proximal right mca. The thrombectomy was on (B)(6) 2019. The patient was stable on (B)(6) 2019 after a CT to look at the subarachnoid hemorrhagic transformation. The patient was started on heparin and asa at 81mg and if neurology clears then they may be increased to 325 mg. There is a concern about the possibility of pump thrombosis. The patient's hemolysis labs are stable but had increased flows and powers. It was reported that the patient is stable after another CT to evaluate the subarachnoid hemorrhage. The patient was taken off heparin and the labs were repeated.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding and stroke could not be conclusively determined through this evaluation. Log file data between (B)(6) 2019 - (B)(6) 2019 showed power ranging between 5.6-7.9w with an estimated flow between 4.3-8.6lpm. No atypical events were captured and the system operated as intended, at or above the low speed limit for the duration of the log files. The account reported an ischemic stroke with a hemorrhagic conversion as confirmed by a CT scan. The account reported the patient underwent a thrombectomy on (B)(6) 2019 and was stable the following day. The patient was also treated with heparin. The account later reported the patient remained hospitalized with no further symptoms and the patient would be monitored going forward. On (B)(6) 2019, the account reported withholding heparin treatment due to hematuria and epistaxis. Additional information received on (B)(6) 2019 communicated that the patient's inr was low upon arrival to the ed and that there was no thrombus was noted in the pump. The patient's status was reportedly stable at home with no further issues. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU lists bleeding and stroke as adverse events that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The IFU explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, while pump flow is estimated from pump power. No further information was provided. The manufacturer is closing the file on this event.